Manufacturer narrative:
Troubleshot and found tape switches shorted, replaced tape switches, checked all functions and everything is working correctly

Event description:
Customer stated unit bed exiting not working. No injuries or incidents occurred.